Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer had failed. A field service engineer (fse) had successfully powered the station down and inspected the back of the drawer to check the retractor band. The fse inspected and found no damage to the retractor band or any cuts or damage to any cables. The fse successfully reset the connections for all sensors and the retractor band to the main board. After this, the fse allowed the station to move up properly and tested it in the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 cubie was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.